Event description:
Reporter indicated that a dell handheld computer's screen froze during an interrogation. The flashcard was removed and reinserted to resolve the problem. The device will not be returned as the event resolved.